Event description:
During a laparoscopic donor nephrectomy procedure,there were problems with the shear activating.the error code on the generator showed a problem with the disposable instrument.another device was used to complete the with no patient consequence.